Event description:
Pt treated with prodisc-l at levels l5-s1 on (B)(6) 2011, returned to the surgeon on (B)(6) 2012 reporting that she fell, and was experiencing sudden onset of pain. X-rays taken on unk date revealed that the poly inlay had popped out of the inferior end plate and was sitting proud. Pt was returned to operating room on (B)(6) 2012; surgeon removed the prodisc-l implants and revised the pt to synfix construct - levels l5-s1.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the DHR indicated there were no mfg discrepancies relevant to this complaint. This is the 2nd report out of 3 for the same event.